Manufacturer narrative:
This supplemental report is being submitted as the product was returned for evaluation. The returned product sample has been forwarded to the original equipment manufacturer (OEM) for further investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Expiration date: (unknown). The original equipment manufacturer (OEM) reviewed the records for lot no. 14fm0005 and found no exceptions or discrepancies. Four retention samples from this lot were also reviewed: the appearance of the balloon, catheter body, and valve function were normal. No broken tubes or separations at the joints were found. A total of eight pieces across five lots (one of which was a retention unit from lot 14fm0005 including (two (2) returned units from that lot) were tested for tensile strength in the reverse direction (which has the stronger destructive force) on the test jig and fixture pulling the unit apart at 300mm/minute until the port separated from the catheter. The resulting tensile force of the previously unbroken ports was measured between (B)(6) and (B)(6) kg. (Minimum accepted tensile force is (B)(6) kg.) Two break point types were noted; details are provided in the report from fortune medical. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 20, 2016 FDA registration number reporting site: 1049092 manufacturing site: 8022978, 2182291

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint issue occurred in two (2) additional cases, separate 3500a forms have been completed to address each device. (B)(4).

Event description:
It was reported that upon opening, the balloon inflation port on the fecal management system kit was stuck to the packaging which lead to the device becoming detached. The device was not used on a patient and will not be returned.